Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away about two years ago and there was a probability of a possible pocket fill during a refill. Per the reporter the event may have been reported at that time; however it was later stated that the "event/death could not be confirmed".